Manufacturer narrative:
Manufacturing date requested but not available at the time of this report. Patient code - interrupted procedure. Field service specialist (fss) visited the account and was finally able to duplicate intergrator stopped error. Fss reseated printed circuit boads and connectors related to the problem, found problem to be coating over intergrator home magnet, and or home sensor. Replaced intergrator, and l-2 rotator, checked out system; system meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported system had multiply error messages upon bootup prior to surgery (fluorine and aspirator). Then, laser stopped in the middle of the treatment with an integrator not spinning failure and procedure was not able to be completed until 24hrs later on a different star. Procedure completed without issue. Patient is 20/20 post day 1.

Manufacturer narrative:
Manufacturing year 2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.